Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) discharged a patient without user intervention. The patient was also not in the recently discharged patient list. The patient data was lost/deleted and unretrievable. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) discharged a patient without user intervention. The patient was also not in the recently discharged patient list. The patient data was lost/deleted and unretrievable. No patient harm was reported. Investigation summary: the procedures for admitting, discharging, and transferring are provided in the operator's manual, chapter 4 (admitting and discharging patients). The event logs were analyzed by nihon kohden. The results showed that the discharge operation was caused by the patient connected telemetry transmitter. The screen lock status was set to off on the transmitter, so it was presumed that patient was discharged unintentionally through the screen. There is no indication that the cns had malfunctioned. The service history for this cns shows this is an isolated incident with no recurrence history.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) discharged a patient without any user intervention. The bme said they looked in the recently discharged patient list, and the patient was not in there either. At this point the patient data was lost/deleted and they are unable to retrieve it. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) discharged a patient without any user intervention. The bme said they looked in the recently discharged patient list, and the patient was not in there either. At this point the patient data was lost/deleted and they are unable to retrieve it. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns telemetry: model #: gz-130pa, serial #: (B)(4) , device manufacturer data: 01/01/2017, unique identifier (UDI) #: (B)(4).